Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2017 a customer reported that his adc blood glucose meter had a display issue (was displaying ¿all the icons on the screen¿ when the button was pressed, and stayed this way.). On (B)(6) 2017 the customer called to inquire about the delivery status of the replacement meter, which had not arrived. The customer reported that on (B)(6) at 11am, he felt symptoms of low blood sugar, but was unable to test his blood glucose. He went to a hospital clinic where his blood was tested with a result of 61 mg/dl. The customer was diagnosed with hypoglycemia and treated with oral glucose paste. He remained in the hospital for 2 hours, and was discharged after his blood sugar was measured at 78 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no abnormalities were observed. Meter powered on with button depression and with strip insertion. Investigation did not observe all of the icons staying on the meter's display after the meter was powered on. The complaint is not confirmed.

Event description:
On (B)(6) 2017 a customer reported that his adc blood glucose meter had a display issue (was displaying ¿all the icons on the screen¿ when the button was pressed, and stayed this way). On (B)(6) 2017 the customer called to inquire about the delivery status of the replacement meter, which had not arrived. The customer reported that on (B)(6) at 11am, he felt symptoms of low blood sugar, but was unable to test his blood glucose. He went to a hospital clinic where his blood was tested with a result of 61 mg/dl. The customer was diagnosed with hypoglycemia and treated with oral glucose paste. He remained in the hospital for 2 hours, and was discharged after his blood sugar was measured at 78 mg/dl. There was no report of death or permanent injury associated with this event.